Manufacturer narrative:
A sample has been rec'd, but has not yet been evaluated. No lot number was identified with this complaint; therefore the device history record (DHR) for this complaint could not be reviewed. A root cause has not been identified. (B)(4).

Event description:
A surgeon reported that a knife was noted to be blunt. It is unk if a pt was involved in the event. Add'l info has been requested.